Event description:
Customer reported experiencing a low blood glucose event, with the lowest blood glucose level recorded at 20 mg/dl. Cause was not known. The customer lost consciousness and required assistance from an ambulance, which provided sugar water and intravenous support. Customer was advised to consult with a healthcare provider regarding their blood glucose levels.